Event description:
Patient alleges the infusion device did not deliver insulin. Patient stated she found out her blood glucose level was 400 mg/dl and she delivered a corrective bolus but the level did not decrease. Patient's normal blood glucose level was not provided. Patient reported she took out the infusion device and used the function "fill the infusion set" because she thought there were bubbles inside of the catheter or the cartridge. Patient stated when the infusion device completed this function the insulin did not come out although it seems the device was working because it made the usual sounds. Patient reported the infusion device began to work correctly after changing the infusion set. Patient stated every time she corrected her blood glucose level with the pen. Patient reported she noticed this concern appears when the insulin in the cartridge arrives at 100/125. Patient stated she tried to deliver a bolus out of the insertion site in order to control the infusion but noticed that the device did not deliver insulin. Patient reported the infusion device did not display any alarm or warning. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.